Manufacturer narrative:
Pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm during manual prime. Customer's blood glucose was 99 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to rewind insulin pump, reinsert reservoir into the device and run manual prime to at least 5.0 units. The customer stated that the pump alarmed no delivery. The customer was advised that the device would be replaced. The customer was to retrieve and save pump settings. The customer was advised to revert to backup plan.